Manufacturer narrative:
The primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm that continued after replacing the ebb. The system controller was exchanged which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There were no photos or log files submitted for review. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding log files, the serial number, and return of the product; however, no response was received. A corrective action was initiated to investigate the increase in reported backup battery faults. A root cause for the reported event cannot be conclusively determined through this analysis. Serial number was not provided, a DHR review could not be performed. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.